Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer reported that the insulin pump was cracked across the battery compartment and display screen. Customer reported that a chunk of the battery compartment was missing. Blood glucose level was 168 mg/dl at the time of the call. No further information was provided.